Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the impedance was steady at about 439 ohms through (B)(6) 2016 and then dropped to 209 ohms by (B)(6) 2016. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had unstable thresholds, low impedance, oversensing and noise. A new lead was implanted to replaces the pace/sense portion of the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.